Manufacturer narrative:
Due to character restrictions in following sections: e1: event site name: (B)(6) medical center. D10: concomitant products: terumo tero fenestrated, 6.5fr bayliss steerable sheath, rosen wire. A supplemental report will be submitted upon completion of our investigation.

Event description:
During a fevar procedure with a terumo treo fenestrated device, four visceral vessels (bilateral renal arteries, sma, and celiac) were stented using icast stents. While attempting to advance an icast stent into the celiac artery via a 6.5 fr bayliss steerable sheath, the stent failed to cross the fenestration. The device was withdrawn to allow pre-dilation; however, during removal, the stent caught on the sheath¿s hemostatic valve and dislodged. The stent was retrieved intact. A second icast stent was successfully deployed. No harm was reported.